Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 open racepack. (B)(4) units were manufactured and distributed. Analysis and results: there are no previous complaints of this code batch, there are no units in stock. Received one open and used sample with the needle detached from the thread and the thread is not wound on the pack. However, without any closed sample an analysis cannot be carried out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. A minimum of five samples would be preferred because is the minimum number of units that is required by the pharmacopoeia. Nevertheless, it is noted that this incidence, if any closed sample is received in the future, the case will be re-opened and analysed. Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Premilene 2/0 75cm hrt26, code. 2090342. Lot 114375. Exp: 09/2019, the needle is apart from the suture threat during dispatch for using: 01 unit. Premilene 2/0 75cm hrt26, code 2090342. Lot 114471. Exp: 11/2019, the needle is apart from the suture threat during dispatch for using: 01 unit. The needle is apart from the suture threat during using after 02-03 stitches: 02 units. Needle detachment.